Manufacturer narrative:
Product analysis : analysis revealed the connector assembly is broken. Hanger assembly is broken. Battery drawer is broken on lower case. Output connector nuts are contaminated. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.